Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while transporting a patient (age & gender unknown) the device went into a "configuration mode." The customer was not able to provide any further information. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's activity log. The device was put through extensive testing without duplicating the malfunction. Review of the activity log did confirm results consistent with the customer report. The multi-function cable receptacle was replaced to reduce the probability of occurrence. It is noteworthy to mention the multifunction cable used at the time of the reported event was not returned to zoll for evaluation. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.